Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Procedure was done on (B)(6) 2017. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during a cervical fusion revision the tip of an extraction screwdriver broke during removal of the screw. The broken pieces were removed with forceps without incident and were discarded. The surgeon mentioned that the patient's bone was very hard but certain if that was the cause for the instrument to break. There is no surgical delay and patient is reported as being stable. There is 1 device in this complaint. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Part 352.311, supplier lot 557359k05, synthes lot 5107534: release to warehouse date: november 17, 2005. Supplier: (B)(4). A material review report was created for driver shaft nonconformance and for visual cosmetic nonconformance of debris on outer surface. Devices were returned to supplier. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. An updated product investigation was completed: it was determined that the two categories of non-conformances encountered during the production of the device would not affect the strength of the driver shaft. The driver shafts were measured below the lower specification. The overall assembly length is larger and hence it was determined that this non-conformance would not have affected the strength of the driver shaft and hence not contributed to the complaint issue. Additionally, no issues were found with the device material during production. The second category, cosmetic issue, doesn't affect the shaft strength and hence would not have contributed to the complaint issue either. Additionally, a design change was implemented in july 2006. This was to increase the ductility of the inner shaft, reducing the possibility of the brittle failure as a result of excess side loading or misuse. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development investigation was performed on the returned subject device. The complaint device one extraction screwdriver (part number: 352.311, lot number: unknown, mfg date: unknown) was received by customer quality (cq). The complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined by customer quality upon receipt and the complaint condition of broken was confirmed as distal tip of both the inner shaft (fragment approximately 3.5 to 4.1 mm in size) and the driver shaft (fragment approximately 2.7 to 3.3 mm in size) had sheared off from the instrument. The ID of the driver shaft at the distal tip was observed as 2.25mm which is within specification. The fragments were not returned. Replication of the complaint condition is not applicable as the device is already broken. Drawings for the instrument were reviewed and were found suitable to determine the intended device design, application and dimensional conformity. The instrument was found to have met the drawing specifications. A device history review could not be performed as the outer sleeve, that has lot number details etched on it, was not returned with the complaint for investigation. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during use and/or the application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.